Event description:
I underwent breast augmentation in 2001 and shortly after began experiencing side effects that grew worse over the years. The symptoms got so bad (hair loss, fatigue, hard to get out of bed, terrible food sensitivities, joint pain, brain fog) to name a few. These symptoms got so severe they started affecting my everyday life. I found out several years later it could be the implants causing me the issues and found a dr and got them out. I have to say since getting the implants out 8 months go, I am almost - I cannot believe the difference in such period of time. I urge you, for the health of these women implants need to re-evaluate or at the least be informed and come with a warning. Breast illness survivor - (B)(6).